Event description:
The bravo ph probe application device was advanced into the esophagus and positioned at 34cm. The suction device was then applied. Suction was applied for a full minute after reaching the appropriate pressure. The application device was then deployed. As the physician tried to remove the application device, they noted resistance and advanced the scope. Visualizing the area of involvement near 34cm, it was noted that the application device was free of the probe, but the probe was not on the esophageal wall. The application device was then withdrawn. The endoscope was then advanced into the stomach and a basket was used to grasp the bravo ph capsule. The scope was then withdrawn with the basket and the bravo ph capsule attached. Assessment of the area revealed some erythema, but no deep tears. A second attempt was not performed.